Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the heat damage which was observed during evaluation. The backflex was found overheated damaging the rear case and processor printed circuit board (pcb). The rear case and processor pcb were replaced.

Event description:
During baxter's evaluation of a spectrum pump heat damage to the device was identified. There was no patient involvement.